Event description:
Difficult intubation. Large pt on side. Upper left lobectomy. Two hours into surgery, cuff developed a leak. Second and third cuffs leaked as well. All three devices were pre-tested and inflation and deflation were ok. Anesthesiologist admitted that maybe the pt's teeth were involved. Ended up using a continuous flow meter. Pt's surgery was a success, pt breathing on own, extubated and expected to leave hospital soon. The three used samples are on their way for evaluation.